Event description:
The patient name is used by the programmer to arrange the data file loaded from the device during the interrogations. During a follow up, the patient name was corrected. However, the patient name appearing in the patient name list remained the old one.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. (Code unspecified): conclusion - logfile analysis clearly shows that the name change was performed properly, and that files were created at the right location with the expected name value, and were correctly accessed after that. However, it should be noted that: in the report screen, reports are listed using the name recorded in the reported file ("laan van def" in this case). This list is available during on-line sessions only - with the implant being interrogated - but not when a file is read off-line from manager's patient screen. In the manger's list of patient files, the patient name displayed is the first name ever recorded, as specified, even if this name was modified afterwards ("vd iaan" in that case).